Event description:
Pt tested on suspect device and inr result was 5.7. Lab inr was 3.6. Controls in range. No treatment provided. The site refused to have the device replaced and will continue to monitor.